Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm was too quiet despite being set to the maximum level, resulting in the customer being unaware of changes in glucose levels. Consequently, the customer experienced symptoms including dizziness and weakness and was able self-treated by consuming glucose. There was no report of death or permanent impairment associated with this event.